Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned stent delivery system (sds) identified proximal stent damage. The proximal stent struts on the first row were raised proximally. There was solidified contrast media within the inflation lumen indicating the device had been prepped for use. No kinks or damage were observed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The target lesion was located in the obtuse marginal. The taxus liberte atom 14x2.25mm stent delivery system (sds) never entered the patient, during preparation it was noted that a stent strut was flared. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "ok".

Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The target lesion was located in the obtuse marginal. The taxus liberte atom 14x2.25mm stent delivery system (sds) never entered the patient, during preparation it was noted that a stent strut was flared. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "ok".

Manufacturer narrative:
(B)(4).